Event description:
Pt had marlex mesh put in their stomach about 9 years ago. Since, they have had 9 surgeries on their stomach. Mainly due to the marlex mesh breaking up and it perforated their bowel and grew into their stomach muscle, which since, they have had to have almost all removed. Can you tell reporter if there have been any other problems reported with this product. Reporter knows they have changed the way it is manufactured since they first used it on pt. It is now slick on both sides.